Event description:
It was reported that a vns patient has a potential lead break and that diagnostics resulted in high impedance (10,000 ohms). The patient's identity was not provided. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. It is unknown if the device was programmed off after observing the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but no information has been received indicating surgery has occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.